Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the production minimed mobile app (software version 2.8.0) installed on xiaomi mi 11 lite 5g (android 13) with production mmt-1886 780g pump (software ver. 6.7w) was conducted and confirmed the issue was reproduced. The "device not compatible" screen was shown on the pump, and the "pairing failed" screen was shown on the mobile device. Latest available google play services ver. Installed - 25.18.33. An internal ticket was created - https://medtronicdiabetes.atlassian.net/browse/mmm-6762. Testing performed by: (B)(6). The software support team's thorough investigation of the database application logs found failed pairing and communication events in the logs. Issue was confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the phone does not pass play intergrity attestation. Could you reach the patient and recommend the following steps to make sure patients phone has the latest version of google play services. Open android os settings. Find and open the menu apps. Click ¿see allapps. Find and open ¿google play services. Find and open ¿app details. Update if already installed or install. Ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings. In the settings search bar search for ¿security update. Under ¿security update; you should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click ¿security update; to check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update. Restart the phone. If only the android os (not security patch) was updated at step (e), repeat steps (a) to (e) again, otherwise, go to next step. Restart the app to start pairing process again. Optionally customer can check his device for integrity level using 3d party apps like this https://play.google.com/store/search?q=integrity+checker&c=apps note: mmm app is allowed to run only on devices with strong integrity level. If it doesn't pass the necessary google play integrity checks then the patient's current device is no longer supported by the manufacturer or by google could we kindly ask the patient to try using a different device? Unfortunately, their current device is no longer supported by the manufacturer or by google, which means it doesn't pass the necessary google play integrity checks. We understand this may be inconvenient, and we truly appreciate their understanding and patience as we work toward the best possible experience for them. The most likely root cause is incorrect credentials being entered or because of a cache issue in the app. No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.